Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. Customer blood glucose level was 25.3 mmol/l. Customer's current blood glucose level was 21.5 mmol/l. Customer had treated high blood glucose with insulin pump. Trouble shooting was not performed. Customer was feeling little dizzy. Customer was using insulin pump within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.